Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer questioned thyroid tests for 1 patient sample tested on a cobas e 801 module. The sample was submitted for investigation where discrepant elecsys ft4 iii (ft4 iii) results were identified between the customer's e801 module and the centaur method. Refer to attached data for the patient results. It is not known if the erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer's e801 module serial number was not provided. From the data provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case siemens, can generate different results. The investigation did not identify a product problem. The cause of the event could not be determined.